Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) procedure, a guide wire fracture occurred. The 90% stenotic, non-calcified and non-tortuous lesion was located in the proximal 1st diagonal branch of the lad (left anterior descending) artery. The pt2 guide wire was prepped without difficulty, the tip was manually shaped "slightly bent" and introduced through an unspecified 8fr jl4 guide catheter. The pt2 guide wire crossed the lesion and the tip broke off and became lodged in the pt. Two non-bsc guide wires and three unspecified snares were used in attempts to retrieve the wire fragment. Approximately 90 minutes after the guide wire tip broke, the guide wire fragment was successfully retrieved using a non-bsc catheter. The procedure was completed with a non-bsc guide wire. No further complications were reported. The pt's condition post procedure and upon discharge was reported as "stable".